Event description:
The customer reported to baxter (B)(4) of a solution administration set in which a leak was observed at an unknown location on the set. The event occurred during priming. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation. Visual inspection revealed a tiny cut on the tube at the edge of the luer lock. The set was tested with a sodium chloride bag. A leak was observed from the tiny cut on the tube. The reported condition was confirmed. The root cause was determined to be attributed to the assemble machine grippers where these have damaged the tube while inserting it to the luer lock due to misalignment. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.